Event description:
Additional information was received: it was reported that the surgery was completed on february 13th and a rep was present for the surgery and would follow up with more information once received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the surgery is scheduled for (B)(6). No further information at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep followed up for information from the doctor¿s office and would send it when they receive it. They attempted impedances testing with the patient in various positions to see if a short circuit developed in any certain positions. Impedances were all within normal limits and the cause wasn't determined. The patient was just seen for surgery to consult for an ins replacement with a system exploration. They have not informed when the surgery would be scheduled yet. The symptoms and device issues had not been resolved at the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that they were unable to find any problems with the lead or extension. The ins was replaced and the patient is receiving therapy. More additional information will be provided if received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the current settings should not have triggered an eos (end of service). There was an allegation/dissatisfaction with longevity. The patient was experiencing a return of symptoms, such as tremors, instability, and had a fall. The patient was usually independent but currently they were in a wheelchair. The impedance check looked good. The current settings were left - 3.1v, 150hz, 70 usec 776 ohms and right - 3.4v, 150 hz, 60 usec, 957 ohms. The patient was seen by the hcp to determine possible causes, as well as consultation on replacing the ins.